Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that three hours post implant, intermittent capture was seen. The device exhibited increased capture at 7.0v output but was still intermittent. Loss of capture was seen at 4.0v.